Event description:
It was reported that the insulin pump was alarming motor error. It was also stated that the customer was hospitalized for high blood glucose levels, with a reading of 530 mg/dl. The customer was at school when her blood glucose levels began to elevate. Troubleshooting was performed, and the insulin pump passed the displacement test. However, the insulin pump was replaced due to the motor error alarms. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.